Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the lot codes. The investigation could not draw any conclusions about the reported device dislocation. Provided info indicated the knee system utilized at primary surgery did not achieve the desired results and that the products were not suspected of failing to meet specifications or being contributing factors to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt dislocated knee between femoral and tibial components.